Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and pain in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The patient still had pain. Treatment was not reported. The outcome of the event of peritonitis was unknown. An opinion of causality for the event of peritonitis was not reported. The nurse was contacted, but declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j22068, h11i02087 and h11h23085 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.